Manufacturer narrative:
Multiple attempts without success were made to obtain contact details of corresponding author. Contacted were congress organisers where the abstract was presented, as well as journal editorial of journal where the abstract was published.

Event description:
Smith jr. Et al retrospectively reviewed the clinical charts and radiographs of 17 patients who underwent ttca during the time period of 2012-2014. They used a lateral surgical approach with fibular osteotomy and a 4.5mm smith and nephew¿ peri-loc ankle fusion plate. The nonunion rate in the patient series was 76%. Nonunion was defined as no radiographic evidence of fusion at 6 months post-surgery. This failure rate is very high in comparison to historical data of nonunion rates in ttca, which are often reported to be 7-26%. Only four out of 17 patients had a successful arthrodesis using this locked plate construct. Complications included nonunion, hardware failure (with screws and/or plate fracture), deep infection (35% of patients), and pseudoarthrosis. This information was identified during a literature review in the following conference abstract: smith jr ks, jones cw, elattar o, shah a. A retrospective study: outcome of rigid fixation (plating) for tibiotalocalcaneal arthrodesis. Foot & ankle orthopaedics. 2016;1(1):2473011416s2473000039.

Manufacturer narrative:
(B)(4).